Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate shock for supraventricular tachycardia. Programming changes were made. The patient was okay afterwards.